Event description:
It was reported that following an unrelated surgical procedure where it is unknown if the device was placed into surgery mode, the patient's ipg became unable to communicate with external devices. Troubleshooting was able to resolve the issue.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.